Manufacturer narrative:
A review of the system logs for the reported procedure date found that no relevant system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope, permanent cautery hook, cadiere forceps, maryland bipolar forceps, large needle driver. A site history review found no complaints were received for the instruments used during this procedure. A device history record (DHR) review found no non-conformance's documented for the devices that would be related to this event. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died from hypovolemic shock several days following a pancreaticoduodenectomy. Potential contributing factors reported include a coagulation disorder which was attributed to medications. The patient developed diffuse abdominal bleeding. How this was discovered was not provided. No other potential sources were provided. The patient went into cardiac arrest and an emergent exploration was performed. The details of the findings were not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after an uneventful pancreatoduodenectomy procedure, the patient developed a coagulation disorder and expired. The customer reported that some minor, anticipated bleeding occurred during the procedure. There were no intraoperative complications and no da vinci product malfunctions or issues contributed to the patient¿s death. It was reported that on post-operative day 2, the patient exhibited hyperactive delirium with psychomotor agitation that required administration of antipsychotic medications. On post-operative day 4, the patient developed thrombocytopenia, evidenced by a platelet count of 90,000/mm3, along with diffuse abdominal and "residual pancreatic parenchyma" bleeding. The surgeon believes the coagulation disorder developed as a secondary effect of the antipsychotic medications. The patient subsequently experienced cardiac arrest, and an emergent exploratory laparotomy was performed. The sequence of events leading to the patient death on post-operative day 6 is unknown. An autopsy was not performed. The cause of death recorded on the death certificate was hypovolemic shock.

Manufacturer narrative:
Section b5 additional information: prior to the patient's cardiac arrest, blood was noted in the surgical drain; there was no blood in the drain earlier in the day. An emergency exploratory laparotomy was performed, revealing a hemoperitoneum. The bleeding source was identified at the junction between the pancreatic head and body, specifically at the sectioned raw transition area of the "residual pancreatic parenchyma". This hemorrhage was attributed to thrombocytopenia. A review of the additional event information performed by an intuitive surgical medical safety officer (mso) concluded that the patient died following a late bleeding event several days after a pancreaticoduodenectomy. The location of the bleed was noted to be the raw surface of the pancreatic transection. The cause of the bleed is unclear although it was noted the patient had become thrombocytopenic and may have developed coagulopathy. The reason for the coagulopathy is unclear. No allegation is made against any intuitive surgical product or instrument. Based on the information in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.